Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's leads displayed high impedances. The patient underwent an explant procedure.

Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed. The source of the complaint was verified to be the associated lead. (B)(4): 12 cables were fractured at the bent/kinked sections of the lead body, at the clik anchor site, 1 cm from the set screw mark. Cables were not exposed at the bent/kinked section of the lead. (B)(4): contact #7 was fractured in the proximal array. Since there was no report regarding the contact #7 having high impedance, this failure was considered to be an explant damage resulted from the lead pulling. Cables were not exposed. (B)(4): visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient's leads displayed high impedances. The patient underwent an explant procedure.